Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump display had anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the display has fallen down as basal and bolus are on the bottom. Troubleshooting was not performed. The pump will be returning for analysis.

Manufacturer narrative:
No back light anomalies noted during testing. Device passed displacement test and self test. (B)(4).